Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain during ovulation, menstruation") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced pelvic pain (seriousness criterion medically important), dyspareunia ("dyspareunia"), fatigue ("chronic fatigue"), musculoskeletal pain ("muscle and joint pain"), headache ("headaches"), cough ("chronic cough"), arrhythmia ("heart rhythm disorder"), hypertension ("arterial hypertension"), urticaria ("urticaria"), dyspnoea ("dyspnoea,") and hyperthyroidism ("hyperthyroidism"). At the time of the report, the outcomes for these events were unknown. The reporter considered arrhythmia, cough, dyspareunia, dyspnoea, fatigue, headache, hypertension, hyperthyroidism, musculoskeletal pain, pelvic pain and urticaria to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: on 25-oct-2022. The most recent information was received on 25-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of dysmenorrhoea ("pelvic pain during ovulation, menstruation") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced dysmenorrhoea (seriousness criterion medically important), ovulation pain ("pelvic pain during ovulation, menstruation"), dyspareunia ("dyspareunia"), fatigue ("chronic fatigue"), musculoskeletal pain ("muscle and joint pain"), headache ("headaches"), cough ("chronic cough"), arrhythmia ("heart rhythm disorder"), hypertension ("arterial hypertension"), urticaria ("urticaria"), dyspnoea ("dyspnoea,") and hyperthyroidism ("hyperthyroidism"). At the time of the report, the outcomes for these events were unknown. The reporter considered arrhythmia, cough, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, headache, hypertension, hyperthyroidism, musculoskeletal pain, ovulation pain and urticaria to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. The following amendment was made: coding request received. Discrepancy due to coding action item and match point coder query. Description to be coded has been split from pelvic pain female to pelvic pain during ovulation (ovulation pain) and pelvic pain during menstruation (pain menstrual). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 25-oct-2022. The most recent information was received on 04-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of dysmenorrhoea ("pelvic pain during ovulation, menstruation") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced dysmenorrhoea (seriousness criterion medically important), ovulation pain ("pelvic pain during ovulation, menstruation"), dyspareunia ("dyspareunia"), fatigue ("chronic fatigue"), musculoskeletal pain ("muscle and joint pain"), headache ("headaches"), cough ("chronic cough"), arrhythmia ("heart rhythm disorder"), hypertension ("arterial hypertension"), urticaria ("urticaria"), dyspnoea ("dyspnoea,") and hyperthyroidism ("hyperthyroidism"). At the time of the report, the outcomes for these events were unknown. The reporter considered arrhythmia, cough, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, headache, hypertension, hyperthyroidism, musculoskeletal pain, ovulation pain and urticaria to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.